Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Couldn't get the tampon out- vagina [foreign body in reproductive tract] whole string fell out - from tampon [device breakage] when about to take out tampon whole string fell out - from tampon [complication of device removal] case description: consumer reported via e-mail that string fell off tampon during removal. No serious injury reported.